Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. The physician elected to and replace explant the entire system during the anticipated rv lead revision as the device was at elective replacement indicator (eri). No additional adverse patient effects were reported. The available information indicates that this rv lead will not be returned for analysis.